Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3093-28, lot# j0537437v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s phone had background noise due to her implant. It was also reported that a magnet in the patient¿s purse turned on her implant. The patient stated that she then used the negative end of a magnet to turn it off. The patient¿s son¿s watch also turned her device on when he put it by her back. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178-2013-21075 as the patient had vascular and neurological issues that have led to the planned removal of the device.

Event description:
Additional information received reported that the patient was discharged from the office in (B)(6) 2013 and had not been heard from since. It was stated that the patient was discharged because she would not let the healthcare provider (hcp) talk to her family, which made it difficult to address the patient's concerns. The patient was reportedly put in the hospital for mental issues. The patient thought her implant was making her dog go crazy.